Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Customer's age and weight are unknown. The model number was not provided.

Event description:
The advocate from (B)(6) reported that the customer obtained a blood glucose reading of 2.9 mmol/l on a contour next link 2.4 meter. Upon retesting on another contour next link 2.4 meter, a reading of 8.9 mmol/l was obtained. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement meters were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.